Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter indicated that the pump emitted multiple loss of prime warnings. The reporter stated that when the cartridge was changed, the load step failed to detect the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. During testing, the pump load step was performed without issues or alarms. The force sensor calibration test confirmed that the pump was detecting the correct force. A loss of prime was induced and the pump alarmed appropriately. The pump was opened and one of the force sensor pins was found to be damaged.